Event description:
(B)(4). Extreme fatigue, excruciating pain in abdomen, unexplained vaginal bleeding for 3-4 weeks at a time, painful intercourse, extreme weight loss, hair loss, teeth decaying and falling out, urinary tract infections, unexplained rash on arms and stomach, abdomen swelling. Bed ridden for over a month due to extreme weakness, heavy bleeding and excruciating pain. My husband has to help me just to go to the bathroom. In the last month everything has gotten a lot worse.